Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as elitech is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40, the device experienced blocking. The following information was provided by the initial reporter. The customer stated: mixing problems - the mixer is blocked during mixing.

Manufacturer narrative:
H.6. Investigation summary: instrument sedi 40 18-42011 was returned to the manufacturer for service with respect to the reported defect ¿ mixer blocked. The instrument was evaluated by visual examination and functional testing and it was found that the cpu and plexiglass strip were defective. Both the cpu and plexiglass strip were replaced. After repair the instrument passed all further quality checks. This complaint has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd sedi-40, the device experienced blocking. The following information was provided by the initial reporter. The customer stated: mixing problems - the mixer is blocked during mixing.